Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for gram negative rods, and fungal peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient "went swimming and did not use proper procedure." On an unknown date in 2010, the patient was diagnosed with peritonitis. On (B)(6)2010, the patient was hospitalized due to the peritonitis. The nurse did not provide information regarding treatment. On an unreported date in 2010, pd therapy was withdrawn. The patient was recovering from the events.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.